Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient stated that every time the alarm goes off the receptor turns off. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found multiple receiver reboots and firmware errors observed. A functional test was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. The patient reported event of every time the alarm goes off the receptor turns off was confirmed. A root cause could not be determined.